Event description:
The event is reported as: the surgeon accidentally pierced the bougie while suturing. When the bougie was removed it was leaking small amounts of tungsten. The pt was tested for heavy metal poisoning, which resulted in the findings being normal. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.